Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 135 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned